Event description:
It was reported that the user experienced a temporary loss of glucose readings from a dexcom g7 continuous glucose monitor (cgm) to the ilet bionic pancreas, after which readings resumed during the call. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health and no medical intervention. User support included troubleshooting and education. Investigation of this case revealed normal device function with transient signal loss that resolved without corrective action. It was concluded, based on previously established findings for similar reports, that the cause was user or environmental factors leading to intermittent communication disruption.